Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking was noticed. It was reported that the patient had trouble with tubing stay connected to cassette or filter leaks. Subsequently, the patient tubing was switched, and infusion successfully continue. No reported patient injury.